Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll experienced a broken tip cap. The following information was provided by the initial reporter: during a flebography the tip of the syringe breaks off and gets stuck inside a 3-way stopcock hub. Syringe and stopcock exchanged and procedure continued. No harm on patient. Syringe was connected to stopcock using "normal" force.

Event description:
It was reported that the syringe 10ml ll experienced a broken tip cap. The following information was provided by the initial reporter during a flebography the tip of the syringe breaks off and gets stuck inside a 3-way stopcock hub. Syringe and stopcock exchanged and procedure continued. No harm on patient. Syringe was connected to stopcock using "normal" force.

Manufacturer narrative:
H.6. Investigation: one used sample unit was received for evaluation by our quality engineer. Visual inspection of the sample revealed the syringe tip was broken and remained attached to the extension tub. A device history record review did not reveal any quality issues during the production of lot number 1809006 that could have contributed to the reported defect. Tip and thread verification tests are performed within the manufacturing environment according to procedure. Ten retained samples of the reported lot were inspected, no molding defect or damage was observed. Tip and thread verification was complete on these samples and found all product to be within specification. It has been determined that the tip breakage occurred due to over-screw during the connection of the syringe.